Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy from their implantable cardioverter defibrillator (ICD) due to af (atrial fibrillation) with rvr (rapid ventricular response). The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.